Event description:
The customer called and reported the insulin pump screen went completely blank when she went to replace her reservoir. The customer reportedly inserted a new battery before she called and the display did not return. Customer's blood glucose was 46 mg/dl. She treated with food and drink. The customer stated the reservoir compartment was damaged, but the insulin pump had not been bumped, dropped, or exposed to moisture. The battery compartment and spring were neither damaged nor corroded. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.